Event description:
Reference importer report number (B)(4).

Manufacturer narrative:
(B)(4)). When reviewing similar reportable events for alenti device we have found a number of cases with similar fault description (safety belts not used). The device was put through a function test by the arjohuntleigh representative that visited the site and was found to be in full working order. A visual check revealed some scratches, brakes had very slight wear. From this it appears the device was up to specification at the time of the event; however, it is also noted that the safety belt, which is needed for each use and as an accessory is a part of the device, was present during the company representative inspection but it was said that was not used during the incident as the facility staff believed that use of safety belts is optional. It is clearly indicated in the event description that the reason for the person on the device to fall, was the fact that the resident was without safety belt, with the safety arm lifted and left for a while unattended as the caregiver turned over for deodorant. The alenti device is intended for use with patients who are able to sit in upright position. The incident description shows that the patient leaned forward what can be a result of patient not being suitable for use with this device and that the patient assessment was not done properly. Arjohuntleigh recommends that facility establishes regular assessment routines. Caregivers should assess each resident according to the following criteria prior to use (as per device labeling): the resident should be active or semi-active (i.e. Able to sit upright unsupported on the side of a bed or toilet). The resident should understand and respond to instructions to stay seated in an upright position. "As an example the resident should be able to sit unsupported on the side of the bed on a toilet in order to use the alenti/ if a resident does not meet these criteria an alternative lift should be used." Note that the event description clearly indicates the belt was not used although it is required by the device labeling. Therefore, -as stated by the customer facility also- there appears to have been no deficiency with the device but a number of use errors caused the event, the most relevant use error being a failure to evaluate the person before use with alenti device and not using the safety belts. The device was directly involved in the event and was used for treatment at the time, it was operating to specification. From this we conclude that this unfortunate event was caused as a result of staff incorrectly or not following the patient handling procedures as indicated in the instructions for use of the device.